Manufacturer narrative:
Insulin pump had no button error alarm noted. Esc and act buttons did not respond due to corroded keypad traces. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer's insulin pump alarmed button error. The alarm cannot be cleared. Customer's blood glucose was 5.2 mmol/l. The device was possibly exposed to sweat because, she wears the device in her bra. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.